Manufacturer narrative:
Correction to the initial MDR in block(s) patient codes (f10 and h6) in sections f - for use by uf/importer and h - device manufacturers only. Also, additional information was received, and the field describe event or problem (b5), in section b - adverse event / product prob was updated. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. A separate problem report will be filed for the versacross rf wire. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because since the device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
The patient experienced a supraventricular tachycardia (svt), leading to pulse-less electrical activity (pea), and the procedure was cancelled. It has been reported that a versacross connect laac access solution kit was selected for use for a watchman left atrial appendage closure (laac) procedure. During the procedure, as the versacross rf wire was advanced into the superior vena cava (svc), the patient went into an svt and then asystole was noted. The physician believed that it was a case of pea, requiring them to pulse externally for a short period of time. The patient's intrinsic rhythm came back but the left ventricle (lv) and right ventricle (rv) ejection fraction dropped from normal to 15. There was no effusion noted, but the physician decided to abort the procedure and do a cath to rule out a myocardial infraction. No infraction or pericardial effusion were noted, and the patient is stable. The patient was later discharged. The product return is not expected since the device was disposed. The physician suspects that the versacross rf wire may have gone into the tricuspid valve and temporarily knocked out the bundles, causing the heart to enter a state of shock. No perforation was noted. It was challenging to reach the septum with the versacross dilator and that rf wire was never applied because they kept slipping off. It has been further confirmed that external pacing was completed using defibrillator pads, no CPR was required.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. A separate problem report will be filed for the versacross rf wire. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because since the device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
The patient experienced a supraventricular tachycardia (svt), leading to pulse-less electrical activity (pea), and the procedure was cancelled. It has been reported that a versacross connect laac access solution kit was selected for use for a watchman left atrial appendage closure (laac) procedure. During the procedure, as the versacross rf wire was advanced into the superior vena cava (svc), the patient went into an svt and then asystole was noted. The physician believed that it was a case of pea, requiring them to pulse externally for a short period of time. The patient's intrinsic rhythm came back but the left ventricle (lv) and right ventricle (rv) ejection fraction dropped from normal to 15. There was no effusion noted, but the physician decided to abort the procedure and do a cath to rule out a myocardial infraction. No infraction or pericardial effusion were noted, and the patient is stable. The patient was later discharged. The product return is not expected since the device was disposed. The physician suspects that the versacross rf wire may have gone into the tricuspid valve and temporarily knocked out the bundles, causing the heart to enter a state of shock. No perforation was noted. It was challenging to reach the septum with the versacross dilator and that rf wire was never applied because they kept slipping off.